Event description:
It was reported that nurse went to place foley catheter. Nurse inserted and filled balloon with 10cc sterile saline. Nurse went to pull back, to make sure inflated, and entire foley came out. The customer emailed with another lot affected. It was noted that the given lot# was (ngkn2845), (ngjy0916).

Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. Visual inspection of the sample noted the tip of the catheter cut off upon return. Therefore, the sample cannot be tested for the reported due to the condition of the sample received. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse went to place foley catheter. Nurse inserted and filled balloon with 10cc sterile saline. Nurse went to pull back, to make sure inflated, and entire foley came out. The customer emailed with another lot affected. It was noted that the given lot# was (ngkn2845), (ngjy0916).